Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department reporting chest pain and a rapid heart rate. Upon interrogation, it was determined the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. The rv lead remains in use. No further patient complications have been reported as a result of this event.